Event description:
The technician alleged that the brake casters will not hold at the head end of the stretcher. No patient impact.

Manufacturer narrative:
The technician found the clevis pin on the head brake steer link ID missing. The technician replaced the clevis pin on the head brake steer link to resolve the issue.